Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2022, a patient died while being monitored on the picix telemetry system. The initial alarm of pacer not captured (yellow alarm) was interpreted by the tele tech as a lead issue (monitor in easi placement but box plugged in as standard placement. Within approximately 15 seconds, the alarm triggered as asystole though the strip is identical to the initial pacer not capture alarm. After approximately 10 minutes (and initially same pattern on tele) call was escalated to the rn and she immediately went to the room and found the patient pulseless and acls measures were initiated. Alarms were triggered and relayed from the tele technician to the patient care tech and then to the rn. A period of time transpired between the nurse receiving the call from the tech and the nurse tending to the patient. The nurse found the patient was in cardiac arrest.

Event description:
On (B)(6) 2022, a patient died while being monitored on the picix telemetry system. The initial alarm of pacer not captured (yellow alarm) was interpreted by the tele tech as a lead issue (monitor in easi placement but box plugged in as standard placement. Within approximately 15 seconds, the alarm triggered as asystole though the strip is identical to the initial pacer not capture alarm. After approximately 10 minutes (and initially same pattern on tele) call was escalated to the rn and she immediately went to the room and found the patient pulseless and acls measures were initiated. Alarms were triggered and relayed from the tele technician to the patient care tech and then to the rn. A period of time transpired between the nurse receiving the call from the tech and the nurse tending to the patient. The nurse found the patient was in cardiac arrest.

Manufacturer narrative:
Philips healthcare investigated the issue. The audit logs were pulled and provided to philips by the field service engineer (fse) and were reviewed by the philips clinical product specialist (cps). The lead placement on the patient was in easi but the leadset was connected into the std insertion area on the trx telemetry device. For additional information on proper insertion type, please refer to the intellivue trx instructions for use ¿connecting the ECG cable¿. The clinical assessment determined that several alarms generated and were silenced in a timely manner from the central station. While reviewing the patient strips, the cps did not find any obvious differences in the beats in the strip marked pacer not capture and the asystole strip. The reason for the different alarm call between those two strips is minor amplitude changes near threshold resulted in different alarms: pnp/pnc/asystole. An additional strip was provided for review regarding the pause alarm. The pause alarm is a lack of beat labels (annotated with ¿m¿) for the user defined pause limit, likely 2.0 seconds. The later vtach alarm would be based on high rate adjacent ¿v¿ and ¿?¿ labels. The underlying rhythm is likely still just paced, but the noise makes it hard to determine. Based on the foregoing investigation, philips healthcare has determined that the issue reported to us is not consistent with a product malfunction.